Event description:
It was reported that the patient has expired after a implant duration of approximately 0.4 months, due to unknown reasons. Per the operative report, "the patient tolerated the procedure well and was taken in stable condition to the intensive care unit." Unfortunately, no details regarding the patient's death were provided.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result, above the ami cut-off, and an erroneously elevated ckmb result above the normal reference range for one patient. Subsequent testing produced results in normal reference range for both assays. The results were reported out of the lab. The patient was sent for a CT scan based on the initial accu tni and ckmb results. Results of the CT scan testing are not available to date.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received; however, no details regarding the patient's death were provided. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.